Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) after changing basal settings on the pump. Contact stated "customer was going low after changing her settings", but did not provide a bg number. Reportedly, the customer's health care professional instructed the customer to "tweak" the settings, but did not provide amounts to change to or approve the changes the customer made. The customer adjusted basal setting from .06 u/hour to 6u/hour. Customer declined to provide any additional information.